Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left with retraction and accumulation of adjacent fluid, which can be related to capsule rupture. Device remains implanted. Later, healthcare professional reported capsular contracture baker grade ii, breast enlargement and deformity for left side.